Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a company representative. The baclofen was lioresal (2000 mcg/ml, 260 mcg/day) and the indication for use was spinal cord injury t7 brown squad syndrome. The blockage was in the pump segment catheter, which was going to be sent to the company for inspection. It was also noted that both aspiration from the catheter access port (cap), as well as directly from the catheter pump segment, was performed with no cerebrospinal fluid (csf). No further information was provided.

Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, partially explanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
On (B)(6) 2015, information was received from a health care professional via a representative regarding a patient who was receiving unknown baclofen via an implantable pump. Reportedly, the lot number of the catheter not available as the system was implanted a long time ago. There was an itb pump replacement procedure and things went well until reaching the stage of checking both the proximal and distal part of the intrathecal catheter. It was discovered that proximal portion was blocked and obstructed and there was no baclofen in the path. Aspiration was attempted via the catheter access port however; neither baclofen nor cerebral spinal fluid (csf) were present. They then moved to the spinal segment and a clear, obvious csf pulsation was coming out from the catheter. Only the replacement of the pump segment took place in addition to the planned pump replacement. The system was performing in a perfect way after going through all guidelines in this regard. There was no harm or injury to the patient. Due to hospital regulations the explanted device could not be retrieved. Additional information has been requested regarding baclofen type, concentration, dose, lot number, indications for use, medical history/concomitant medications, and serials of the pumps, but this was not available at the time of this report. If additional information is received, a follow-up report will be submitted.